Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip.

Event description:
*It was reported that the insulin pump alarmed button error. The blood glucose reading was 89 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.